Event description:
It was reported that the site could not export data as text from the handheld. It said that database was empty. However, the flashcard files were sent over to manufacturer and they were successfully converted, but it is unknown why the handheld was not able to convert the files via the flashcard reader. The files were not corrupted and the data was able to be retrieved successfully in house.